Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 22 - 27 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Bg was addressed via consumption of carbohydrates and calling the paramedics who assisted with administering dexpen and glucagon injection and transported the customer to the emergency room (ER). Customer was treated intravenously with fluids of saline and glucose. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.